Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific informed us this lead was explanted. This is all the information that was provided to us. The reason for explant and the implant dates were not reported. Should additional information become available, this event will be updated.